Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic, noise was observed on the lead. Programming changes were recommended. The patient will be sent for fluoroscopic evaluation. Lead cap and replacement is anticipated but not yet confirmed. No further information was provided.